Event description:
It was reported that this right atrial (ra) lead was suspected of dislodgement. The lead exhibited high pacing thresholds and noise. The patient underwent surgical intervention to reposition the device. During the procedure the electrode tip fractured from the lead. The physician then removed the lead body and replaced this product. The broken fragment remains in the atrium. No additional adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed damage of the lead approximately 540 millimeters (mm) from the terminal pin. The tip of the lead was not returned. Additional testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became detached due to a combination of factors including manipulation during repositioning, lead design, and patient anatomy.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was suspected of dislodgement. The lead exhibited high pacing thresholds and noise. The patient underwent surgical intervention to reposition the device. During the procedure the electrode tip fractured from the lead. The physician then removed the lead body and replaced this product. The broken fragment remains in the atrium. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured due to a combination of factors including manipulation during repositioning, lead design, and patient anatomy.

Event description:
It was reported that this right atrial (ra) lead was suspected of dislodgement. The lead exhibited high pacing thresholds and noise. The patient underwent surgical intervention to reposition the device. During the procedure the electrode tip fractured from the lead. The physician then removed the lead body and replaced this product. The broken fragment remains in the atrium. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.